Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain/abdominal pain') in an adult female patient who had essure (batch no. 628057) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), discomfort ("increasingly severe pain and discomfort"), back pain ("chronic back pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), ovarian cyst ("ovarian cysts") and tooth disorder ("dental problems"). At the time of the report, the abdominal pain, discomfort, back pain, heavy menstrual bleeding, ovarian cyst and tooth disorder had not resolved. The reporter considered abdominal pain, back pain, discomfort, heavy menstrual bleeding, ovarian cyst and tooth disorder to be related to essure. Most recent follow-up information incorporated above includes: on 14-jun-2021: mr received: reporter and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain/abdominal pain') in an adult female patient who had essure (batch no. 628057) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), discomfort ("increasingly severe pain and discomfort"), back pain ("chronic back pain"), heavy menstrual bleeding ("heavy menstrual bleeding"), ovarian cyst ("ovarian cysts") and tooth disorder ("dental problems"). Essure treatment was not changed. At the time of the report, the abdominal pain, discomfort, back pain, heavy menstrual bleeding, ovarian cyst and tooth disorder had not resolved. The reporter considered abdominal pain, back pain, discomfort, heavy menstrual bleeding, ovarian cyst and tooth disorder to be related to essure. Lot number: 628057 manufacturing date:2008-09 expiration date:2010-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.